Event description:
During a seeg procedure, the surgeon wanted to move the robot arm along the axial axis and when the surgeon pressed the vigilance device (i.e. The foot pedal), the robot arm fell into the support arm. The robot displayed an error message but could no longer be moved and the surgery was cancelled.

Manufacturer narrative:
DHR and complaint history review did not identify any contributory factors to the event. Preliminary investigation of the software logs concluded that the device detected a communication error between the software and the controller when the fast and axial cooperative mode was launched to clear the arm. This is due to a timeout in the cooperative loop and it provoked the system restart, which is a normal behavior of the device in such case. The pictures provided by the customer show the final position after the event occurred and confirm that the arm actually collided with the support arm when the arm fell. The collision between the arm and the support arm may be the root cause for this communication error, however this cannot be confirmed through log file analysis. Further investigation of the involved device was conducted by both the manufacturer and the robot arm supplier (staubli) which concluded that the failure is not reproducible. The tests revealed that the robot behaves as expected applying the safety measures and stopping the robotic arm fast enough to avoid an arm drop during the tests. At this time, a root cause is unknown. Corrected data: b4 date of this report, g3 date received by manufacturer , h2 if follow-up, what type, h3 device evaluated by manufacturer, h6 adverse event problem, h10 additional narratives/data.

Manufacturer narrative:
The device was returned to the manufacturer. A detailed analysis of the device is currently being performed by the manufacturer and the robot arm supplier (staübli). Once the evaluation is performed, a follow-up medwatch report will be submitted. UDI# : (B)(4).

Event description:
During a seeg procedure, the surgeon wanted to move the robot arm along the axial axis and when the surgeon pressed the vigilance device (i.e. The foot pedal), the robot arm fell into the support arm. The robot displayed an error message but could no longer be moved and the surgery was cancelled.